Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed as flextronics is an OEM manufacturing site. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd¿ phlebotomy sharps collector customer was unable to assemble the base to the lid and the temporary lid does not remain shut (the hcp closes the temporary lid but it opens after a while). The following information was provided by the initial reporter, translated from (B)(6): (1) unable to assemble: the base and the lid could not be assembled. (2) broken lid: the temporary lid does not remain shut (the hcp closes the temporary lid but it opens after a while).

Event description:
It was reported that while using bd¿ phlebotomy sharps collector customer was unable to assemble the base to the lid and the temporary lid does not remain shut (the hcp closes the temporary lid but it opens after a while). The following information was provided by the initial reporter, translated from japanese to english: (1) unable to assemble: the base and the lid could not be assembled. (2) broken lid: the temporary lid does not remain shut (the hcp closes the temporary lid but it opens after a while).

Manufacturer narrative:
H6: investigation summary a DHR review was performed, the result showed there were no issues reported like assembly difficult or temporary lid not remaining shut for the lot number reported (1252926) under this complaint. Also, a review of the ncmr¿s was performed; the result showed no issue reported for the same part number and issues throughout the previous twelve months. According with the pictures provided from customer it can be seen the following: 1. There are no visible damages on the lids, however it can be noticed from some of the corners of the product, that the lid is not fully assembled to the base (latches not fully engage) and from one of the pictures it can be seen a little warping on the edge of the base. 2. The lot number 1252926 reported under this complaint was manufactured by flex on september 9, 2021. Based on this investigation and information provided (pictures and lot number), within the report, customer describes that the base and lid could not be assembled and that also the temporary lid does not remain shut (the hcp closes the temporary lid but it opens after a while). Also, an actual sample was received in vh location where it was tested and, according to their observations, it was only possible to replicate one of the issues reported (assembly difficult), the temporary closure was tested and they confirmed that didn¿t open by itself. Based on the evidence provided from customer, the issue (assembly difficult) could potentially be related to the manufacturing process due to line clearance omission at the time to withdraw defective pieces, however, sample is needed in order to determine the root cause of this issue, nevertheless, a quality alert was posted to aware all the personnel involved in the manufacturing process of this product.